Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a customer from USA: "new enhanced sapphire power cord came apart. Delay in therapy: unknown. Need for medical intervention: unknown. Human harm: unknown."